Event description:
It was reported that prior to a device change out procedure, the atrial lead had pulled into the superior vena cava as confirmed under chest x-ray. Additionally, the atrial lead had failed to sense and failed to capture. The atrial lead was reprogrammed. Subsequently, during the generator change procedure, the atrial lead was explanted and replaced with a new lead on (B)(6) 2025. The patient was stable throughout the procedure.